Event description:
Per dealer, the consumer was driving the chair over a threshold thru his main door and the chair locked up and veered to right. The left arm pad caught the door jam and tore when the chair veered to the right no patient injury.